Event description:
The manufacturer received information alleging the low oxygen (o2) flow test step had failed on a trilogy 100 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips representative assisted the customer on this issue. The philips representative recommended the air tube was connected to the o2 low flow path on the back of the unit under test (uut) for this device. The customer called back and informed the philips representative that they had changed the micron filter on the device. After they had replaced the micron filter, the device passed the test on the device.